Manufacturer narrative:
Complaint is deemed as confirmed; the actual sample leaked from the corner of the left dome of the cassette. A batch record review was also conducted and confirmed there were no deviations or nonconformances during the mfg process. Product labeling, material, and process controls were within specification, however, product may be damaged by improper handling or technique during set up by the pt/clinician. Additional training info will be provided to the end user.

Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. When he took the tubing set being used out there was fluid inside to pump door. There were no visible hole in the unit. Pt states no ill effects, one dose of antibiotics received as a precaution. Effluent has remained clear. There is a sample available for eval.